Event description:
It was reported the subject device experienced that the objective lens is dirty. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the objective lens is dirty. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the objective lens is dirty. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.